Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The components were microscopically examined, and leak tested; and the pump was also functionally tested. For the cylinders, it was found a hole in the outer tube from wear at the proximal end of one of the cylinders; also, this cylinder was worn. This cylinder also had a leak from the kink resistant rubbing (krt) being worn in the proximal end of the cylinder. For the other cylinder, it was observed to be worn and it had buckling folds in the proximal end of the cylinder. This cylinder passed leak testing. The pump was observed to be worn at the krt, and it passed leak testing. However, it did not pass activation tests. Regarding the reservoir, it was worn at a fold in the shell; it passed leak testing. This investigation was assigned to the conclusion code of cause traced to component failure based on the observation identified in the cylinder not passing the leak testing and the pump not passing activation tests.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without any performance allegation information. Upon analysis of the returned components, the cylinders, the pump and the reservoir did not pass the visual and the first cylinder did not pass leakage tests. There was no additional information provided.